Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
A4 - patient's weight has been provided.

Event description:
Additional information gathered/received revealed the patient's ipg was explanted and replaced to address their issue.

Manufacturer narrative:
During processing of this complaint, an attempt was made to obtain complete event and patient information. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient has been recharging their ipg more frequently than normal due to their ipg no longer being able to hold a charge for at least 24 hours. Follow-up revealed the patient's ipg may have recently reached end of life, but that allegation is undetermined at this time.